Event description:
Pt 100% paced since cab. Pacer stopped x 2. First time, no pt complaints, and no signs/symptoms of decreased cardiac output. Second time, pt became lightheaded. Follow up information indicates new device attached and patient fine.